Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510(k) number is as follows: k023331, bk050036 bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a broken cap.